Event description:
Per the clinic, the patient experienced a skin flap necrosis resulting in exposure of the receiver/stimulator. The patient has been hospitalized (date not reported); however, intravenous treatment with antibiotics was unsuccessful. The device was explanted on (B)(6) 2012, and the patient was reimplanted with a new device on (B)(6) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).